Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63.9 mm abdominal aortic aneurysm. The aortic neck was 28 mm in diameter proximally, 26 mm distally and 10 mm in length. The aortic neck was narrow in the middle. The endurant stent grafts were implanted and touch-up was performed. It was reported when angiography was performed a slight type ia endoleak was confirmed. An endurant aortic extension 32/32/49 was implanted for the treatment, and the endoleak amount was decreased but the type ia endoleak remained. No further intervention was performed and the patient will be monitored. The physician commented that the neck is shorter than the measurement data. After the aortic cuff was added, the endoleak was decreased to a very small amount. It is expected to be resolved with protamine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the proximal neck length was approximately 5 to 6mm. The cause for the type ia endoleak was due to the short proximal neck.

Manufacturer narrative:
(B)(4).